Event description:
Caller reported a malfunction on the pump, with no notable events occurring before the issue. There was no information available on whether the malfunction impacted the customer¿s blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump.